Event description:
The pt was implanted with a left ventricular assist device. The pt was readmitted for flu-like symptoms. As a result, the pt's gut bloated, hematocrit dropped fast and the pt expired.

Manufacturer narrative:
The device was reported to have been disposed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.